Manufacturer narrative:
(B)(4). With the available information, bsc concluded that perforations are a known inherent risk of the device. This device has not been returned; therefore, technical analysis cannot be conducted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture, high out of range pacing lead impedance (greater than 2,000 ohms), high capture thresholds and under-sensing, the morning after implant. The physician believed that the lead had perforated, and performed surgical intervention to reposition the lead. There were no complications, good parameters and electrical measurements were noted. The next day, the patient reported having phrenic nerve stimulation, and the lead was explanted. The lead was discarded at the facility, and is not expected to be returned for analysis. A new lead was implanted. No additional adverse patient effects were reported.